Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the lcp drill bit ø2.8 w/stop l165 2flute (p/n: 310.284, lot number: 46p8633) was received at us cq. Visual inspection of the complaint device showed observed to be dull. However, the reported condition for broken could not be confirmed. No other issues were observed with the returned device. Dimensional inspection: drawing: se_174495, rev. D. Feature: flute diameter. Specification: 2.8 mm +0.2/-0.2 mm. Measured dimension: 2.78 mm. Result: conforming. Measurement device: caliper ca802. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Drill bit 2-flute dx.x with stop ring: se_174495, rev. D (current and manufactured) was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint was not confirmed as the device condition was not consistent with event description. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that (B)(6) 2021 that the drill fractured. The humerus was drilled with a 2.8 mm locked screw drill and it fractured leaving the tip of the drill bit in the patient. The procedure was completed successfully with no surgical delay. This report is for one (1) 2.8mm drill bit/qc/165mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: a1 h3, h4, h6: part 310.284, lot 46p8633: manufacturing site: bettlach. Release to warehouse date: march 10, 2020. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: corrected data: b3, b4, g3: awareness date initially reported as may 22, 2021 but should be may 21, 2021.